Event description:
A 2.75 mm diameter x 24 mm length driver rx stent delivery system was inserted into a patient for treatment of a riva medial lesion. It was reported that the case was classified as high risk. The patient had been in the ICU prior to intervention. The lesion morphology is non-tortuous with moderate calcification. The lesion was pre-dilated. It was reported that the driver was inserted to the lesion site and successfully deployed. Upon deflation of the device, the physician attempted to remove the delivery system catheter and when he pulled back the catheter broke. A piece of the device remained in the patient; the physician attempted to balloon the piece into the vessel wall, this was unsuccessful. A stent was also attempted; this was also unsuccessful. The patient became asystolic during the procedure as a result of the complete riva occlusion; subsequently requiring resuscitation, unfortunately this was unsuccessful and the patient expired. The device has been received and its analysis is pending. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results/conclusion: other (pending device evaluation). Other, secondary intervention.